Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. Data logs were reviewed which confirmed the reported failure mode given there were multiple controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that signals received from optical bench ( snr, contrast, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. The console's front optical connector was inspected before cleaning and after cleaning. There was a persistent imperfection within the core of the front optical connector. The consoles fringe pattern revealed no observable abnormality. The root cause of the controller error is due to an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets received by epc. Console sw operated as designed. D2-corrected common device name f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 67-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was an automatic impella controller (aic) console failure alarm. The aic was replaced. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.